Event description:
During a saphenous vein harvesting procedure, the cone tip of the device detached while inside the patient. The surgeon used a replacement unit to complete the case. No addtional patient complications were reported.